Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was reported that the pt's fluid was little bit clear. The cause of the peritonitis event was unknown. It was not reported whether the pt was hospitalized for the event. On an unreported date, the pt began treatment with injection reflin (1 gram/day) and injection tobramycin (40 milligram/day) and injection heparin (2500 iu, 04 milliliter/exchange) route not reported, for peritonitis. At the time of this report, pd therapy was ongoing and the pt was recovered. The patient's fluid was clear. No additional information is available.